Event description:
Additional information was received from the patient. It was reported that the they were not sure of circumstances but think it is from sitting, standing, laying etc. Patient stated no interventions were taken at this and they were instructed to write down any further issues then to call back. Issue not resolved. Patient stated it happened again on july 20th, 27th and 29th.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the ins was implanted to help with nerve damage on his right side due to scar tissue however the scar tissue dissolved and he began having nerve issues on his left side instead. Patient stated things were going well but then he jostled his body a bit so they tried to reprogram the stimulation and was never able to get the same therapy results that he once had. Patient stated this therapy issue became around (B)(6) 2019. Patient stated he met with a rep multiple times between (B)(6) 2019. Patient stated he was told they tried all programming possible and this was as good as it was going to get. Patient stated they had groups a-g. Patient has an appointment today with pain hcp and may have surgery on his back to get at the root cause of his left side nerve problem, which he believed he would have scar tissue, similar to what occurred due to his right side nerve damage. Patient reported he returned the previous follow up letter but he assumed a second one was sent because rep had not received his letter before sending out the second attempt. Patient provided the following information regarding the event. Patient stated it had happened 7 more times since his last call. Patient stated he uses 2 different programs, one during the day and one at night. Patient stated the day program was group e set at 2.35. Patient stated he went to adjust the setting before going to sleep and saw the group e was set to 0.0 instead of 2.35. Patient stated he chose to just leave it at that setting during the night but when he checked in the morning it was back 2.35. Pss reviewed how to program/ set as adjustments. Patient stated he has done that. Pss recommended the patient make an appointment at hcp to continue troubleshooting in person.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient stated that three or four weeks ago all of a sudden their stimulator would shut down and their leg would start hurting. They stated that the stimulation would go from 2.5 to 0 and they would then have to turn the stimulation up to 1.8v where they could feel the stimulation again and it was comfortable for them. The patient stated that they had not had any falls or traumas. They stated that this now seemed to happen frequently, but they did not remember if this happened due to when they changed positions, but stated that it might be. They indicated that they had adaptive stimulation turned on. Patient services reviewed the possibility that the stimulation was changing to 0.0v when they changed positions due to the adaptive stimulation and them changing positions. Patient services recommended that they make a log of when they noticed this happening and to follow-up with their d octor if it was not due to a change in position. Patient services reviewed how to change stimulation in adaptive stimulation. The event occurred in 2020.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(6),product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient called back about same issue, and says his rep told him to call to request a new patient programmer. The patient reported that his amplitude will drop to 0.0v on its own. He says that he doesn¿t use adaptive stim.